Event description:
It was reported that the customer was hospitalized; cause of admission was not provided. A blood glucose level was not provided. Customer declined a follow up with tandem technical support; no additional information regarding this event was provided.